Event description:
It was reported that the customer had a blood glucose level of 49 mg/dl. Troubleshooting was declined. The customer stated she would discuss her low blood glucose levels with her health care provider. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).